Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a malfunction 12 code. The customer changed the cartridge and tandem technical support assisted the customer with resetting the pump. The malfunction code did not reoccur. The customer resumed insulin delivery. The customer's blood glucose level was not impacted.